Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the lid of this valve model 6900ptfx33 was observed to be not fully closed and the seal was damaged. As reported, the nurse saw that the red label was to the half opened and the lid wasn't closed as tightly as usual. The issue was observed prior to use, when the nurse wanted to open the valve. Reportedly, the sterile barrier of the valve was broken since the red label was damaged. The valve did not get in contact with the patient. The outermost shipper box was reported as to be okay, and the primary packaging of the valve was not previously opened or damaged. The device was noted as to be available for return.

Event description:
Edwards received notification that the lid of this valve model 6900ptfx33 was observed to be not fully closed and the seal was damaged. As reported, the nurse saw that the red label was to the half opened and the lid wasn't closed as tightly as usual, the shrink seal was damaged and opened on the underside but the jar was not leaking. The issue was observed prior to use, when the nurse wanted to open the valve. Reportedly, the sterile barrier of the valve was broken since the red label was damaged. The valve did not get in contact with the patient. The outermost shipper box was reported as to be okay, and the primary packaging of the valve was not previously opened or damaged. The device was returned for evaluation. As per product evaluation results, customer report could no the confirmed due to product condition as received.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d9, g3, g6, h2, h3, h6 h3: evaluation summary: customer report of "the lid of this valve model 6900ptfx33 was observed to be not fully closed and the seal was damaged" was not able to be confirmed. Valve jar was received closed but was not sealed within its shrink wrapping. Valve jar lid could be open and closed without issue. No visible damage was noticed from valve jar lid thread or jar thread. Valve jar shrink wrap seal was not returned. The valve was attached to the holder and green sutures were intact at the cutting channels. The tamper seal of the valve shelf box was broken all the way. Shelf box lid and front label were found torn. IFU remained inside the shelf box. Tagalert displayed "ok".

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The complaint is unable to be confirmed based on the product return, and no images were provided. The DHR was performed and no related nonconformances were found. It is very unlikely that the packaging would not have been sealed prior to shipment. It is possible that the packaging was opened during transit, storage, or preparation, however a definitive root cause could not be conclusively determined. Based on the information available, an edwards manufacturing defect has not been confirmed.